Event description:
During deployment, the user turned off the device by mistake and the device did not record the patient use event. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Product evaluation pending.